Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s reported via phone call for his daughter for low blood glucose. Patient¿s blood glucose was 42 mg/dl. Customer reported that when we changed the infusion she ran very low like 42 mg/dl and my wife gave her juice and honey but it still didn't bring it up. Customer reported that this morning she was at 68 mg/dl, she has been experiencing her lows for about 2 weeks but customer thought it was because she is doing cheerleading at school, so they didn't call but she has the lows mainly at night. Insulin pump is not expected to return for analysis.